Manufacturer narrative:
The device was manufactured at the (B)(6) site, which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular dexter (right eye); pre-operative vision was reported as 20/50. Iol was explanted due to complaints of residual myopia and anisometropia. It is unknown if the incision was enlarged. There was no suture(s), no vitrectomy, and no procedure delay. No medical attention was sought and no medication was prescribed. Through follow-up, additional information was received confirming explanted iol was replaced with same model lens with a different diopter size. And that the patient outcome post lens exchange was reported as 20/40, 1-day post-op. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: may-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into three pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.